Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same cases as MDR ID 2134265-2018-06223 and 2134265-2018-06551. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, an error was displayed during pullback. Thus, automatic pullback failed. No patient complications were reported.